Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit has no pressure waveform. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the pressure not zeroing and the frond end pcb to be defective. So, in order to solve the issue, the fse replaced the frond end pcb from customer stock. The unit was then working okay, the unit was then handed over to the customer in good working condition.

Event description:
N/a.